Event description:
It was reported that the patient had a driveline communication alarm on their system controller. Log files were sent for review. The periodic log file indicated that a driveline power fault alarm flag was active on 12mar2026. The event log file data indicated that the driveline power fault alarm flag was associated with degradation of continuity across the power b conductor. The event log file then recorded a driveline communication fault alarm flag associated with (f20) com_b_fault controller fault flag on 22mar2026 at 22:16:12. Patient was seen in clinic on (B)(6) 2026 to permanently silence the driveline communication fault alarm. The modular cable and controller were exchanged. The inside of the modular cable connection had visible corrosion and debris. Log files after the controller exchange were sent for review. The event log contained various alarms associated with the controller swap. Following these initial alarms the pump resumed the programmed set speed with active communication and power faults. It was noted that the most recent current sensing values did appear to normalize indicating the equipment swap appeared to have temporarily resolved the power faults. At this time, tech services recommended permanent silence of both alarms until they could schedule date for a cleaning.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Corrosion was cleaned from the pump cable connector on (B)(6) 2026. No further driveline fault alarms post cleaning procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.